Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal, damaged battery compartment, and a scratch lens. Functional testing was able to verify and duplicate the reported problem. The dso seal and battery compartment were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the battery compartment is broken. There was unknown patient involvement.